Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and no evidence of blood. A visual inspection determined that there were multiple cracks on the silicone boot on the cold jaw. While we were unable to conclusively determined the root cause, this problem is consistent with an improper insertion of the tool into the cannula. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal corrective action (wy-2013-05) issued for this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone coating on the jaws of the hemopro were missing. The device was not used on a pt.